Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve, as it was implanted too high. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique, but a root cause of the high implant depth could not be determined from the available information. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that during the positioning of this transcatheter bioprosthetic valve, the device was deployed too high, resulting in moderate to severe paravalvular leak (pvl) observed on echocardiogram and aortogram. A second device of the same model and size was implanted valve-in-valve, which reduced the pvl to mild. No adverse patient effects were reported.